Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported slda associated with the clip detaching from the posterior leaflet cannot be determined. Unspecified tissue injury resulting in mitral valve insufficiency/regurgitation (mr) appears to be related to slda. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report incomplete coaptation, recurrent mitral regurgitation, and tissue injury. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4+. A mitraclip ntw was implanted without issues. The procedure was completed with one clip implanted. The mr was reduced to grade 1. On (B)(6) 2023, an echocardiogram was performed and revealed recurrent mr with grade 4+ and the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), and a torn leaflet. On (B)(6) 2023, a secondary mitraclip procedure was performed to stabilize the slda clip and mr with grade 4+. A mitraclip ntw was implanted lateral to the existing slda clip. No additional information was provided.